Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the additional information: the customer did not have this information, looking at the date provided. He was not notified and lack the details isi requested.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but replaced the vio integrated electrosurgical generator unit (iesu) per customer's request. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the issue was confirmed through system log review, which documented errors 1-87 and m-02 on (B)(6) 2026. Visual inspection revealed scratches and light scuff marks on the gray bezel. During functional testing, the unit displayed error code m-02-3 at startup. A review of the internal logs additionally identified errors m-0b and m-b0. The probable root cause of error m-02 is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, both monopolar and bipolar energy were not working. The team switched to a covidien generator to continue, and the procedure was completed as planned with no patient injury reported.